Event description:
Country of complaint:(B)(6). Patient with peritoneal adhesions; umbilical hernia closed with premilene; during knotting of thread, suture breaks.

Manufacturer narrative:
Manufacturing site evaluation: samples received: two samples. There are no previous complaints of this batch. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. The tensile strength of knot tested, results fulfill OEM requirements. Final conclusion: the complaint not corresponding (not justified). Actions on product: not require.